Manufacturer narrative:
H6. Investigation summary: "material #: 364356. Lot/batch #: 3151661. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing case label with the incident lot was observed. Additionally, a retention case from bd inventory was evaluated by visual examination and the issue of missing case label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing case label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported an outer box of bd a-line¿ syringes was missing its case label. No impact was reported.